Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. Six months post-op, the suture had not absorbed and had to be removed by the surgeon. No further information was provided.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. Additional information: the actual device batch number associated with this event is not known. The account reports the following possible batch numbers: lot # eck281 - mfg date: 03/01/2012; exp date: 01/31/201.7 lot # ga5590 - mfg date: 01/01/2013; exp date: 01/31/2018. Lot # ghk099 ¿ mfg date: 07/01/2013; exp date: 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.